Event description:
Backflow valve failed allowing chemotherapy (doxil) to flow from the secondary bag directly into primary bag. Primary line clamped to allow chemotherapy to infuse. Then entire primary bag infused to allow remaining chemotherapy to infuse. No harm to patient.